Manufacturer narrative:
(B)(6) USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that (B)(6) has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, (B)(6), or (B)(6) & #39's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34; defects¿ or & #34; malfunctions.¿ these words are incorporated into the FDA 3500a medwatch form by the FDA, and (B)(6) objects to their use. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient & #39's vns device was noted to be exposed due to the patient picking at their incision site and they are undergoing a replacement as a result. It was then noted that the patient had their device explanted. Per the physician & #39's assessment the surgical intervention was to preclude a serious injury as the patient developed an infection. A device history records (DHR) review was performed and the generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient has been scheduled to undergo re-implant and exploratory surgery.